Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 11-apr-2024, it was reported that on (B)(6) 2024, the patient experienced insulin flow blocked alarm 5 times a day. Also, the of set reservoir and insulin being changed by the patient as per instructions for use (IFU) guideline. No further information available.